Event description:
It was reported that a vented solution administration set had a material deformation described as crushed/melted injection site. The process step at which this was discovered is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the injection site was sealed by the packaging machine. The cause was determined to be an issue with the manufacturing process. A CAPA has been opened to address this issue. The facility was made aware of the issue will receive awareness training to correct the problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.